Event description:
A report was received that the patient was unable to charge his ipg. The patient underwent an ipg replacement.

Event description:
A report was received that the patient was unable to charge his ipg. The patient underwent an ipg replacement.

Event description:
A report was received that the patient was unable to charge his ipg. The patient underwent an ipg replacement.

Manufacturer narrative:
Device evaluation indicated that the ipg passed x-ray, visual and electrical tests performed. The depletion rate is in the normal range prior to the procedure. At the approximate date of the explant procedure, the ipg stopped logging data. Additional test performed indicated analog ic (aic-u1) damage. The aic-u1 damage resulted in the rapid battery depletion that would prevent the ipg from providing stimulation and logging data. Exposing the aic-u1 to high electromagnetic or voltage transient environment can cause this type of failure. The root cause of the aic damage could not be determined. The physician confirmed electrocautery was not used during the explant procedure.

Manufacturer narrative:
Implant date: 2012.

Manufacturer narrative:
Additional information was received that the physician suspected malfunction and the patient was doing well postoperatively.